Event description:
I had essure put in on (B)(6) 2015. Not even 24 hours later I already started getting side effects. Ever since that very first day of your product, I have been experiencing bad symptoms and side effects. I was not told or knew anything about essure having nickel in it. How because of this problem, I have been in pain in places I never had pain before and I have been very miserable, and because of this, myself and my family have been suffering.